Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not have concerns with the device or therapy.

Event description:
It was reported that the patient was experiencing extreme pain that she thought might be related to the implantable neurostimulator (ins). The patient could barely walk, this began 2 days prior to the repot. The patient was also experiencing incontinence that started within the last 24 hours. The patient had no reported falls or trauma. The patient did use a full body scanner at the airport. The patient did not want to turn the stimulation off because she did not want a return of pain symptoms. The emergency room (ER) told the patient that the pain was sciatica. Interventions and patient outcome were not provided. Follow up was requested to obtain this information. If additional information is received, a supplemental report will be sent.